Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), genital haemorrhage ('bleeding') and cyst ('tumors/teratoma/cancer type: cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2011, burning sensation, adnexa uteri pain, right lower quadrant pain, bilateral salpingo-oophorectomy, endometrial ablation and endometriosis. Previously administered products included for an unreported indication: cipro. Concurrent conditions included cramp in lower abdomen, menstruation abnormal, post coital bleeding, ovarian cancer, uterine bleeding, morbid obesity, uterine bleeding, adenoma, nabothian cyst and fever. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight gain/loss (specify which one)weight fluctuation") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced polycystic ovaries ("tumor / teratoma / cancer type: cysts / other injury(ies) or complication (s) please describe: bilateral ovarian cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cyst (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cervicitis ("chronic cervicitis"), dysuria ("bladder or urinary problems or changes: dysuria") and endometriosis ("other injury(ies) or complication (s) please describe: endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and laparoscopic removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cervicitis, dysuria, dysmenorrhoea, dyspareunia, weight fluctuation, endometriosis, polycystic ovaries, alopecia and weight increased outcome was unknown and the genital haemorrhage and cyst had resolved. The reporter considered alopecia, cervicitis, cyst, dysmenorrhoea, dyspareunia, dysuria, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, polycystic ovaries, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 376 lbs. Years before having her daughter 2005 and son in 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.3 kg/sqm. Computerised tomogram - on (B)(6) 2016: result: septated right ovarian cyst measuring 4.8 cm in maximum dimension possibly representing a hemorrhagic cyst. Right ovarian cyst. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Pregnancy test - on (B)(6) 2011: result: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia, endometriosis, ovarian cyst, uti, bleeding, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received. Pt updated for event tumor to cyst. Historical condition was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included burning sensation, adnexa uteri pain, right lower quadrant pain, bilateral salpingo-oophorectomy, endometrial ablation and endometriosis. Previously administered products included for an unreported indication: cipro. Concurrent conditions included lower abdominal pain, menstruation abnormal, post coital bleeding, ovarian cancer, uterine bleeding, morbid obesity, uterine bleeding, adenoma, nabothian cyst and fever. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cervicitis ("chronic cervicitis"), dysuria ("bladder or urinary problems or changes: dysuria"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight gain/loss (specify which one)weight fluctuation"), endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"), polycystic ovaries ("tumor / teratoma / cancer type: cysts / other injury(ies) or complication (s) please describe: bilateral ovarian cysts") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cervicitis, dysuria, dysmenorrhoea, dyspareunia, weight fluctuation, endometriosis, polycystic ovaries, alopecia and weight increased outcome was unknown and the genital haemorrhage and neoplasm had resolved. The reporter considered alopecia, cervicitis, dysmenorrhoea, dyspareunia, dysuria, endometriosis, genital haemorrhage, menorrhagia, neoplasm, pelvic pain, polycystic ovaries, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Years before having her daughter 2005 and son in 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.3 kg/sqm. Computerised tomogram - on (B)(6) 2016: result: septated right ovarian cyst measuring 4.8 cm in maximum dimension possibly representing a hemorrhagic cyst. Right ovarian cyst. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion.. Pregnancy test - on (B)(6) 2011: result: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia, endometriosis, ovarian cyst, uti, bleeding, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received: case become incident. Events: pain pelvic, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, chronic cervicitis, dysuria, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, weight fluctuation, endometriosis, bilateral ovarian cysts, hair loss, bleeding, tumor were added. Event outcome of bleeding and tumor were added. Reporter information updated, patient history, lab data were added. Essure insertion and removal date were added. Medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.